Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead was trending down on impedance and down on sening as compared to initial implant data. The lead was capped and was replaced. No patient complications have been reported as a result of this event.